Manufacturer narrative:
A manufacturing investigation was completed: device failed initial visual inspection as the retention spring was missing. Dimensional inspection found the counter bore feature of the body to meet print specifications. Device passed initial dimensional inspection fray testing. Device failed additional functional inspection as the cam lever would not lock on the 1.7mm cable. Device was instrument milked and the cam lever functioned as intended. A DHR review has been conducted and confirmed that the device met specification prior to shipping. A definitive root cause could not be determined with the information obtained. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: manufacturing date: july 1, 2011. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an internal spring is missing from a provisional tensioning device. The issue was discovered by the sterile processing department as they were putting together the orthopaedic cable instrument. No patient or surgical involvement. This report is 1 of 1 for (B)(4).